Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of over 400mg/dl. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 113mg/dl at the time of the call. The customer experienced symptoms such as nausea and vomiting. Further troubleshooting was declined by the customer and they indicated they will call back when they are feeling better. No further details given.